Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that dissatisfaction with the stimulation was the primary reason for overdischarge. The last successful recharging session was over 12 months prior to the report. It was noted that the patient had a pain stimulator and hadn¿t used it in several years. The reporter noted that he was sure the battery was dead. It was noted that the patient had never felt comfortable using the unit. The reporter noted the patient felt like ¿he put his hand in a light socket¿ and never got used to that sensation. It was noted that the person who programmed the patient felt like they did their best but it wasn¿t the best for the patient. The reporter noted that the other issue the patient had was that when he recharged (disk) over the stimulator, it was very sensitive. It was noted that the patient would breathe and lose the signal and have to move it all the time to try and charge.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that there was a first suspected overdischarge. A physician mode recharge (pmr) was planned for 2014-(B)(6). It was noted that the patient lost stimulation. It was further noted that the appointment with the manufacturing representative was cancelled and would be rescheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.